Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Result- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, bilateral common iliac artery aneurysms, and internal iliac artery aneurysms. During the procedure the right hypogastric artery was intentionally occluded. At 42 days later, a reintervention was done in order to treat the occlusion of the right hypogastric artery. An aortogram revealed a type I endoleak rising from the left iliac artery seal zone. A contralateral leg component was used to resolve the type I endoleak. Pt tolerated the procedure and no further complications have been reported.